Event description:
Device was prepped advance knob was loosened and the device was flushed with fluid. Upon trying to advance the rotablade the advance knob would not retract the blade, the rotablade just stayed stationary but the knob would slide back and forth. The knob was checked again but still would not work, nothing seemed to be loose with the knob. Another device was used and worked fine. Patient was not affected.